Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, on (B)(6) 2024, a patient in the breast surgical ward used the product for infusion port opening before infusion, and after saline pre-flush found that the butterfly wing part of the indwelling needle of the single-use implantable drug delivery device was leaking, so it was removed and the needle was re-installed. The second needle insertion brought the patient a second pain experience and a bad emotional experience. No other information was provided.